Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. The tandem t:slim pump user guide instructs the user to change the infusion set every 48-72 hours. Additionally, the t:slim pump user guide indications state that novolog has been tested and found to be safe for use in the t:slim pump for 72 hours.

Event description:
Received info stating customer received an occlusion alarm. Customer's blood glucose level was approximately 400 mg/dl. Reportedly the cartridge has been in use for six days and the bolus test during troubleshooting indicated the occlusion was at the infusion set cannula.